Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457445 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. The patient had a recent sleep study and last week was 2-3 feet from an induction stovetop at home that is new. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.